Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was having communication issues with his programming system. When the serial cable was switched, the issue resolved. The malfunctioning serial cable was reinserted into the programming tablet and the issue continued. It was also verified that the tablet was not plugged into the wall. No patients were affected by the malfunctioning system. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. The serial cable has been discarded.